Event description:
It was reported that medfusion 4000 pump, error code system back up audible alarm post. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The seals were not broken or removed. Good condition with no appearance of any physical damaged. The device had a backup audible alarm post in event history log. The technician powered up the device. The root cause of the reported issue was found to be main printed circuit board (pcb) did not operate as intended due to manufacturing. The technician replaced main pcb. Performed preventive maintenance and all functional testing.